Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with ceftazidime and vancomycin injections (1g, discontinued, routes, frequencies were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. On an unknown date, pd therapy was discontinued. On an unreported date, the pd catheter was removed and patient was shifted to hemodialysis (twice a week). No additional information is available.